Manufacturer narrative:
Additional information b5. Medtronic received additional information that no anti coagulant used and no chemicals or drugs were used in the prime solution, just plasmalyte. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Performed the hfo pressure decay leak test on the water side. The test ramps up the pressure in the water side to 45 psig and then checks for a decay. During the test there was a leak detected and the test failed. The device was not cut apart due to the "destructive analysis" field being left blank and not indicating being permitted. Reason for the return was confirmed for a water side leak. Correction b5. It was reported that during use a leak from the water line ports was identified with the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator. The same leak did not appear in multiple packs. Plasma breakthrough did not occur. Patient blood loss did not occur because of the leak. An unplanned blood transfusion was not required because of the blood loss from the leak. The device was not continued in use and was replaced to complete the case. No patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak from the water line ports was identified with the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator. The same leak did not appear in multiple packs. Plasma breakthrough did not occur. Patient blood loss did not occur because of the leak. An unplanned blood transfusion was not required because of the blood loss from the leak. The device was not continued in use and was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation update: the device was cut apart. The water side was filled with colored water and there is leak in the bond by the water port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.